Event description:
Complainant alleged that medics responded to a call for pt who had gone into cardiac arrest while driving. The device was attached to the pt and 120 joules of energy was delivered. The device was set to 150 joules, however charged to 1 joules and displayed a "bride test failed" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.